Manufacturer narrative:
On (B)(6) 2021, the customer provided additional data for the reported patient, patient 1. Also, the customer provided questionable na results for an additional patient, patient 2. It was requested but not provided if the initial na results for patient 2 were reported outside the laboratory. At 06:36, patient 1's initial na result was 145 mmol/l. At 10:10, patient 1's repeat na result was 153 mmol/l. At 10:11, patient 1's repeat na result was 152 mmol/l. At 07:57, patient 2's initial na result was 146 mmol/l. At 12:09, patient 2's repeat na result was 156 mmol/l. At 12:10, patient 2's repeat na result was 153 mmol/l. The field service engineer replaced various parts and performed system checks. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined. Updated medwatch fields: b3 - date of event, b6 - relevant test/laboratory data.

Manufacturer narrative:
Additional information was provided that the questionable results were reported outside of the laboratory for both patients. For patient 1, the sodium result of 152 mmol/l was believed to be correct. For patient 2, the sodium result of 153 mmol/l was believed to be correct.

Manufacturer narrative:
The customer stopped using the cobas 8000 cobas ise module. The customer replaced the ise sample probe and ise electrodes. The customer discovered the alignment was off for the sample probe. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for one patient tested on a cobas 8000 cobas ise module. Also, the customer reported imprecision for ise qc. The patient's initial na result was not reported outside the laboratory. The customer repeated the patient's sample. The patient's initial na result was 145 mmol/l, and the patient's repeat na result was 152 mmol/l. The na electrode lot number and expiration date were requested but not provided.